Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. Caller stated that after he fired the device, the lancet protruded past the end cap and injured his finger. No adverse event reported. No medical attention was necessary. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.